Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was clogged. The following information was provided by the initial reporter: IV tubing would not prime when spiked.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was clogged. The following information was provided by the initial reporter: IV tubing would not prime when spiked.

Manufacturer narrative:
H6: investigation summary one sample model 2420-0007 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with normal saline and attempted to prime using gravity. The set was unable to be flushed. Upon closer visual inspection under the microscope excess solvent was seen on the distal smartsite. A quality notification was sent to the manufacturer. The potential root cause for occlusion between the tubing/y-site(arm) could be related to the solvent application, excess of solvent due to an opportunity found in the solvent medica dispenser. A device history record review for model 2420-0007, lot number 20096197 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.